Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that the customer's blood glucose reading was 24 mg/dl at the time of admission. Caller stated that the customer had a seizure due to the low blood glucose and the insulin pump did not alarm to notify her and the buttons are not working correctly. Caller also stated that the time and date are incorrect; the reservoir is showing more insulin than what is shown on the status screen and the insulin pump threshold suspend goes off during the night and she is not low. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit threshold suspend and communication with sensor functioned properly during testing. Unit was received with cracked case on display window corners, reservoir tube lip, belt clip slot, battery tube threads and scratched display window. Units left on status screen matched with units left. Unit had intermittent button response during testing due to flattened dome switch. (B)(4).